Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn g.5. There were multiple PMA/510k numbers: k111860, k120138, k130470" h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 12: it was reported that while testing with bd max¿ gbs, 12 patient samples (all of reader b) were positive for group b streptococcus. Customer reran patient samples on max same day and all 12 were positive for gbs again. Patients were called in to be recollected. There was no report of patient impact.

Event description:
Report 3 of 12: it was reported that while testing with bd max¿ gbs, 12 patient samples (all of reader b) were positive for group b streptococcus. Customer reran patient samples on max same day and all 12 were positive for gbs again. Patients were called in to be recollected. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives". Customer reported that they are witnessing suspected false positive results on instrument side b while running the gbs assay. Customer has requested remote assistance from bd with environmental monitoring. Bd specialists attempted contacting the customer multiple times and no contact was able to be made. This complaint is unconfirmed as the issue was unable to be replicated by bd service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and one additional case was observed on 03may2024 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.